Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a damaged electrical cord that showed signs of charring, and the outlet was also reported with a "brown" appearance. Additional follow-up was made with the clinic manager, who stated the burnt power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The clinic manager stated the plastic at the male end of the plug appeared charred and confirmed no visible smoke, flames or sparks were reported. The power outlet also appeared to have been damaged by the plug, and no previous issues were noted with the power outlet or machine. The clinic manager confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue, and the power cord was discarded and no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A user facility biomedical engineer (biomed tech) reported a damaged electrical cord that showed signs of charring, and the outlet was also reported with a "brown" appearance. Additional follow-up was made with the clinic manager, who stated the burnt power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The clinic manager stated the plastic at the male end of the plug appeared charred and confirmed no visible smoke, flames or sparks were reported. The power outlet also appeared to have been damaged by the plug, and no previous issues were noted with the power outlet or machine. The clinic manager confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue, and the power cord was discarded and no longer available to be returned for evaluation.